Event description:
It was reported that high hv impedance was observed. X-ray revealed insulation damage toward the proximal end, before the trifurcation area. Lead was scheduled for explant however due to patient age, they elected to keep the lead implanted. The physician did not know if the insulation damage occurred while in the body or during the implant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.